Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of optic scratch. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.10. The lens was returned positioned incorrectly in the lens case inside a transport lens carton. Viscoelastic was dried on the lens. The lens has been cut into portions, similar in appearance to damage from insertion and removal. One haptic was cut from the optic at the gusset area. The cut haptic was returned in the lens case. The optic was cut into two portions. One portion was split from the edge toward the optic center. The posterior optic surface has a gouge mark at the optic center. There were no scratches observed on the lens. The gouge mark on the optic posterior may have been interpreted as the complaint. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was used. Information was not provided for the handpiece used with the cartridge. A non qualified viscoelastic was used. The posterior optic surface was gouged. This optic damage may have been interpreted as the reported complaint of optic scratch. The root cause may be related to a failure to follow the instructions for use (IFU). A non qualified viscoelastic was used in the cartridge. The IFU instructs company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than halfway inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. File will be reopened if new information is received the manufacturer internal reference number is: (B)(4).